Event description:
Additional information received indicates that on (B)(6) 2024 the implantable cardioverter defibrillator (ICD) was explanted and replaced and right ventricular (rv) lead was capped and replaced. The patient was stable throughout.

Event description:
Related MFR report number: 2017865-2023-47883. It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to lead noise and myopotentials on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.